Manufacturer narrative:
Device will not be returned. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
The sales rep reported that during removal of a u-blade, the threaded ring was torn away from the blade and the lag screw could not be removed.